Event description:
It was reported the patient presented for follow-up in clinic with a history of noise observed remotely. The patient was admitted due to syncope and bradycardia. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition, with telemetry showed some slow rates without pacing spikes. The noise was reproducible with physical manipulation of the pocket. The lead was capped and replaced on (B)(6) 2026. The patient was in a stable condition.